Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd preset¿ arterial blood collection syringe was missing additive.